Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultra2 meter was displaying an inaccurate high reading compared to his feelings. The medical surveillance specialist (mss) spoke with the patient on (B) (6) and (B) (6) 2010 and obtained the following information. The patient stated that at 4:27 pm on (B) (6) 2010, he felt "sweaty" and he attempted to test with the subject meter. The patient claimed that the subject meter displayed a blood glucose result of "479 mg/dl". The patient stated that he tests his blood sugar 3-5 times a day and typically obtains normal readings below "170 mg/dl". The patient informed the mss that he manages his diabetes with apidra insulin which is administered through a medimed insulin pump. The patient claimed he was under the impression that the subject meter communicated his test results to his insulin pump. After discovering that his insulin pump was not receiving his test result, the patient stated that he manually entered his blood test result into his medimed pump and the insulin pump administered a bolus dose of 25 units of apidra. Later on that evening at 11:46 pm, the patient reportedly became "weak and sweaty". The patient stated that he did not test his blood glucose at the onset of his symptoms but was aware that his symptoms indicated a low blood glucose level. The patient stated that he proceeded to perform self-treatment shortly after the onset of his symptoms by having more food and drink. The patient stated that he felt better afterwards. During the troubleshooting session, the customer care advocate (cca) informed the patient that the one touch ultra2 meter was not designed to communicate with any insulin pump. The customer was advised to contact the company that sent him the meter and to let them know that the patient needs a one touch ultralink meter to work with his insulin pump. Replacement meter and supplies were sent to the patient in related (B) (4). This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment from his minimed pump based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a suppplemental report.